Manufacturer narrative:
The crep2 reagent lot number and expiration date were not provided. The field service engineer (fse) adjusted the water volume of the cell rinse station, replaced a reagent probe, and checked that there was no leaking tube. The customer had no further issues after the service visit. The service actions resolved the issue.

Event description:
The initial reporter questioned the results for "more than 10" patient samples tested for creatinine plus ver.2 (crep2) on a cobas 8000 c 702 module. Examples of discrepant results were provided for 2 patient samples. Patient 1 initial result was 123 umol/l. The repeat result was 73 umol/l. Patient 2 initial result was 128 umol/l. The repeat result was 76 umol/l. The samples were repeated as the initial results did not match the patient's clinical diagnosis. No questionable results were reported outside of the laboratory.